Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately high reading. The medical affairs specialist (mas) was able to classify the case based on the original information provided. On an unspecified date, the patient obtained the blood glucose reading of 108 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of shaking, dizziness and weakness. Following the use of the meter, the patient administered self-care by consuming food, and felt better afterwards. The patient noted he had experienced other similar episodes 'a few times' during the past few months. The customer care advocated (cca) determined during the troubleshooting telephone call that the patients testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the patient's test strips were expired, which causes inaccurate readings. The meter, test strips and control solution were replaced. Although the test strips were expired, the patient obtained a normal blood glucose reading while experiencing symptoms, and took self-treatment with food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will informa FDA of the results in a supplemental report.